Manufacturer narrative:
The investigation was reopened due to additional information provided. The following allegations have been investigated: pulmonary embolism (pe), deep vein thrombosis, thrombosis, stenosis/occlusion, and limited physical activity. The reported allegations have been further investigated based on the information provided to date. Ivc occlusion/ thrombosis, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Unknown if the reported limited physical activity is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No other complaints on lots. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2013 via the right common femoral vein due to diagnosis with vt (vein thrombosis)/ pe (pulmonary embolism). Patient is alleging post-implant dvt (deep vein thrombosis)/ pe and thrombosis. Patient is further alleging limited physical activity. Per a report from venography dated (B)(6) 2016, "there was substantial and suspected occlusive disease in the ivc itself caudal to [the patient's] previously placed filter. With some difficulty I was able to manipulate and away wire system up and through the partially occluded filter and up into the suprarenal cava. Ivus interrogation then showed a completely occluded left external and common iliac vein system along with occlusion and stenosis below the filter." "Ivus interrogation then showed a completely occluded left external and common iliac vein system along with occlusion and stenosis below the filter. The cava was widely patent above the filter. Interestingly the hook is straight up and down and appears to be free scar tissue which calls into question whether or not we could simply retrieve this filter to assist in this patient's management. Ultimately I was able to place a 16 x 90 wall stent across the chronically occluded left common iliac vein and restore in -line flow from the left lower extremity. This will be the first stage in a multi stage procedure in order to reconstruct this [patient's] now obvious ivc stenosis/occlusion in addition to his bilateral iliac occlusions." "This showed that the ivc itself had significant stenosis nor venous scar and that there was a significant amount of old venous scar underneath the filter itself. The filter was not completely expanded next the appeared to be somewhat only partially expanded the leg stuck more in the venous scar than the ivc wall itself."

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook gunther tulip filter. E3) occupation: non-healthcare professional. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2013". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.